Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the power source changes from one to the other earlier than expected. No consequence to patient. No additional information available.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed occurrences of non-consecutive premature battery switching. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Heartware has opened an internal investigation to investigate communication anomalies between controller and battery. Analysis revealed that the device failed visual inspection due to a displaced o ring gasket in port 2. The most likely cause being a shift in the manufacturing process. Additionally, the serial port was missing the rubber cap. The most likely cause could be attributed to a mishandling of the unit.  These findings are not related to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.